Event description:
It was reported that the system 9900 displayed "a/d channel 3 error" while attempting to x ray. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified in review of error logs. It was further determined in review of the error logs that several other a/d channels had also failed in the past. The generator interface circuit board was replaced, the software reloaded, and filament calibration was performed. The system was tested and found to be working as intended and placed back into service.